Manufacturer narrative:
10/5/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation. The device was sent directly to our repair facility by the user precluding an evaluation.

Event description:
The product was used during a procedure on the colon. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.